Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having issues with the insulin pump. The customer reported that the insulin pump recieved motor errors and no delivery alarms. The customer 's blood glucose was 33 mmol/l at the time of incident. The customer's current blood glucose was 26 mmol/l. The customer reported that when he tried to push the insulin with piston , the piston was moving as it should. The customer reported that the motor error occurred due to the needle on the infusion set not long enough. The customer was adivsed to disconnect from the insulin pump. Troubleshooting was not performed. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.